Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to specify when the alleged inaccuracy issue began. The patient reported obtaining an alleged inaccurate high blood glucose reading of between ¿600-700 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient informed the csr that she manages her diabetes with metformin 2000 mg per day and 6 units of novolog before each meal. The patient denied making any changes to her usual diabetes management routine in response to the alleged inaccuracy issue. The patient reported that at the same time as obtaining the alleged inaccurate result she developed symptoms of feeling ¿shaky and sweaty¿. The patient reported that she called the emergency medical services but denied receiving any treatment from them, she only reported that they advised her to go see her doctor. During troubleshooting, the csr confirmed that the patient¿s test strips had been stored correctly and were within their expiry/discard date. The patient did not have any control solution to perform a quality control test with. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining an alleged inaccurate high result with the subject meter.

Manufacturer narrative:
The lay user/patient's meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.